Manufacturer narrative:
Article citation: bhupinder, s, furgensen-rauch, a, pace, e et al. Breast implant¿associated anaplastic large cell lymphoma: review and multiparametric imaging paradigms. Radiographics 2020 vol. 40, no. 3. The events of lymphoma - alcl and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl; seroma - late.

Event description:
Through journal article "breast implant¿associated anaplastic large cell lymphoma: review and multiparametric imaging paradigms," healthcare professional reported a patient with "sudden new marked swelling of the right breast... At us, a large seroma surrounded the intact right breast implant; diagnostic aspirate yielded cloudy yellow fluid," and "axial fdg pet/CT image from a neck, thorax, abdomen, and pelvis (ntap) study shows a large photopenic effusion surrounding the right breast implant. Us-guided fine-needle aspiration of the effusion demonstrated bia-alcl;" markers of alk- and cd30+ have been reported. A complete capsulectomy was performed; device explanted. Affected side is right. Manufacturer of the device is unknown.